Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on 06/03/2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that when the imaging system was turned on, it cleared the e-stop and then prompted the user to calibrate motion. The medtronic representative calibrated the motion which resolved the issue. The system's logs were sent to the manufacturer for analysis. No patient was present during the time of the reported incident.